Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned and the reported deployment issue could not be confirmed. Based on a visual and functional inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A conclusive cause for the reported deployment issue could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the supera instruction for use, the recommended pre-dilatation diameter for a 6.5 mm stent is to use a balloon diameter greater than 6.5 mm. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the popliteal artery with mild calcification. Pre-dilatation was performed with a 4 x 120 mm balloon at 10 atm for 180 seconds. The 6.5 x 120 mm supera stent system was advanced to the lesion; however, at the end of the deployment steps, the stent did not release from the catheter. The physician stated that after pushing the thumbslide forward, he did not retract, and the stent did not deploy. The delivery system and stent were removed without complications. And a new un-specified stent was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.